Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not hear an alarm during the night. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. Customer run the audio test and customer could barely hear the 5 tone. Customer had trouble with certain frequencies of sound. Customer was worried that they would not get the alarms because they could not hear them. The insulin pump will not be returned for analysis.